Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's active exhalation control module and system board will be replaced to address the issue. Other: device has been evaluated but the components have not been replaced pending customer approval of the estimate.

Event description:
The MFR rec'd info alleging a ventilator failed a step during testing. The device was not in pt use.